Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location of device: kept moving down and ripping tube') and fallopian tube perforation ('they we¿re not placed correctly and needed to be removed. The right coil was moving and breaking through fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), pelvic pain ("pelvic/ abdominal"), abdominal pain ("pelvic/ abdominal,"), back pain ("lower back pain"), female sexual dysfunction ("apareunia"), urinary tract infection ("bladder/urinary problem"), bladder disorder ("bladder/urinary problem"), nausea ("nausea"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), emotional disorder ("hormonal changes describe: I did not want to be touched and showers were uncomfortable. I was emotional and angry too"), anger ("angry"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vulvovaginitis ("bladder or urinary problems or tract/vaginal) type: uti/bacterial"), urinary tract disorder ("urinary tract disorder"), vaginal discharge ("vaginal discharge"), uterine pain ("uterus pain-right side of uterus"), inflammation ("doctor said everything was inflamed") and cyst ("cyst nos"), was found to have a pregnancy with contraceptive device ("pregnancy: birth ¿ no complication") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy with salpingectomy (bilateral) )). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, fallopian tube perforation, dyspareunia, dysmenorrhoea, pelvic pain, abdominal pain, female sexual dysfunction, pregnancy with contraceptive device, bladder disorder, nausea, weight increased, migraine, headache, bacterial vulvovaginitis, urinary tract disorder, vaginal discharge, inflammation and cyst outcome was unknown and the menorrhagia, back pain, urinary tract infection, fatigue, emotional disorder, anger, vaginal haemorrhage and uterine pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anger, back pain, bacterial vulvovaginitis, bladder disorder, cyst, device dislocation, dysmenorrhoea, dyspareunia, emotional disorder, fallopian tube perforation, fatigue, female sexual dysfunction, headache, inflammation, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding, migration, bladder problems , uti, fatigue, weight gain, migraine, headaches and nausea. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test-(unspecified). Result: left occlusion only. Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff fact sheet received. Events emotional , anger, fallopian tube perforation, vaginal bleeding, bacterial infection, vaginal discharge, cyst nos, uterine pain, urinary tract disorder, doctor said everything was inflamed were added. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), pelvic pain ("pelvic/ abdominal"), abdominal pain ("pelvic/ abdominal,"), back pain ("back"), female sexual dysfunction ("apareunia"), urinary tract infection ("bladder/urinary problem"), bladder disorder ("bladder/urinary problem"), nausea ("nausea"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches"), was found to have a pregnancy with contraceptive device ("pregnancy: birth ¿ no complication") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral) )). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dyspareunia, dysmenorrhoea, menorrhagia, pelvic pain, abdominal pain, back pain, female sexual dysfunction, urinary tract infection, pregnancy with contraceptive device, bladder disorder, nausea, fatigue, weight increased, migraine and headache outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding, migration, bladder problems, uti, fatigue, weight gain, migraine, headaches and nausea. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: essure confirmation test (unspecified) result: left occlusion only. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: previously reported event "injury nos" replaced with "(dysmenorrhea)", events- " dyspareunia, device migration, menorrhagia, pelvic/ abdominal, back pain, apareunia, bladder/urinary problem, pregnancy: birth ¿ no complication, fatigue, weight gain, migraine, headaches, device ineffective and nausea", added. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location of device: kept moving down and ripping tube') and fallopian tube perforation ('they we¿re not placed correctly and needed to be removed. The right coil was moving and breaking through fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), pelvic pain ("pelvic/ abdominal"), abdominal pain ("pelvic/ abdominal,"), back pain ("lower back pain"), female sexual dysfunction ("apareunia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti/bacterial"), bladder disorder ("bladder/urinary problem"), nausea ("nausea"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), emotional disorder ("hormonal changes describe: I did not want to be touched and showers were uncomfortable. I was emotional and angry too"), anger ("angry"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vulvovaginitis ("bladder or urinary problems or tract/vaginal) type: uti/bacterial"), urinary tract disorder ("urinary tract disorder"), vaginal discharge ("vaginal discharge"), uterine pain ("uterus pain-right side of uterus"), inflammation ("doctor said everything was inflamed") and cyst ("cyst nos"), was found to have a pregnancy with contraceptive device ("pregnancy: birth ¿ no complication") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy )). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, fallopian tube perforation, dyspareunia, dysmenorrhoea, pelvic pain, abdominal pain, female sexual dysfunction, pregnancy with contraceptive device, bladder disorder, nausea, weight increased, migraine, headache, bacterial vulvovaginitis, urinary tract disorder, vaginal discharge, inflammation and cyst outcome was unknown and the menorrhagia, back pain, urinary tract infection, fatigue, emotional disorder, anger, vaginal haemorrhage and uterine pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anger, back pain, bacterial vulvovaginitis, bladder disorder, cyst, device dislocation, dysmenorrhoea, dyspareunia, emotional disorder, fallopian tube perforation, fatigue, female sexual dysfunction, headache, inflammation, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding, migration, bladder problems , uti, fatigue, weight gain, migraine, headaches and nausea. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test-(unspecified) result: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.